Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Device evaluation found the objective lens damaged (tip crack) . Additional evaluation findings were as follows: the gold plating on the outer tube was peeling, there was foreign material inside the cover glass, there was an image failure due to lens damage, there was foreign matter adhesion on the internal lens, and there were scratches on the eyepiece. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a telescope, 4 mm, 0°, connector for light guide on bottom, autoclavable, the tip was cracked. The event occurred during preparation for use. The therapeutic procedure was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.